Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: tyoe of investigation codes were added: 4110 and 3331. H10: narrative/data was updated. Osseointegrated dental implants are an important tool in prosthetic dentistry and provide edentulous patients with alternative replacements for teeth. Although most implants are extremely successful, with survival rates of up to 98% for implants placed in controlled clinical settings, implants can fail. Problems associated with this minor defect rate are infection, bone loss, and/or peri-implantitis, which are likely attributed external factors including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. These events are previously investigated failures which are currently trended on a monthly basis. Current implant design and manufacturing risk documentation assess infection, bone loss, and peri-implantitis as potential failures with adequate controls in place. Monthly trending to date has not identified any statistical triggers suggesting potential design or manufacturing related issues. DHR review was completed for the subject lot number (2016051140). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization records (op0210) were reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (2016051140) for similar events (complaint category keywords: infection, bone loss) and 1 other complaint was identified. As documented in the summary investigations, contributing factors for the reported event likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique. Based on the summary investigations, no malfunction occurred upon investigation. The reported events remain non-verifiable as they are a medical condition.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that implant was removed due to periimplantitis at tooth location 30. Pain and inflammation was also reported.